Manufacturer narrative:
The returned catheter passer was found to be slightly bent. The proximal tip of the obturator was broken off. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿repeated hand forming of the disposable subcutaneous catheter passer may weaken the shaft, resulting in breakage during use.¿ the instructions for use also caution ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the tip of the passer was broken. According to the report, an x-ray was taken to attempt to remove the broken piece. Reportedly, it was unknown if the x-ray showed the broken piece. According to the report, it is unknown if the broken piece was removed or remains in the patient's body. It was also reported that a replacement product was used to complete the surgery. There was no impact to the patient reported.